Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision due to suspected micro-dislodgement and high pacing impedance. During the procedure, the lead helix failed to retract. The rv lead was subsequently explanted and successfully replaced. The patient remained stable throughout the procedure.